Event description:
It was reported that "the balloon was ruptured during use. The balloon inflated before use without problem." There were no missing balloon that remained in the patient¿s body. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation in the original opened package box. A non-edwards contamination shield was located on the catheter body between 76 cm and 109 cm proximal from the catheter tip. No introducer was returned. The contamination shield was removed for evaluation. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the catheter body around the catheter tip between the balloon inflation lumen and distal lumen. Leakage was noted from the distal lumen when the balloon was inflated. Further examination confirmed leakage between the inflation and distal lumens in the catheter tip area. A crack was observed inside the inflation lumen connecting the inflation and distal lumens. The crack was located just proximal of the inflation slot. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the balloon, catheter body, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture was not confirmed; however, a balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.